Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06252. Related manufacturer reference number: 2938836-2019-06253. Related manufacturer reference number: 2938836-2019-06254. Related manufacturer reference number: 2938836-2019-06255. Related manufacturer reference number: 2938836-2019-06257. It was reported that the patient presented to the ed with inflammation, pain and swelling at the implant site. The patient blood tested positive for bacteremia. The patient was sent to a different facility for extraction. The whole system was explanted without complication. The patient was stable before, during and after the procedure. The patient will be referred to ep team and they will decide when he is clear to re-implant a new system on the right side.